Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician deployed 2 mynxgrip devices and both abutted the distal tip of the procedural sheath. The device was removed and the pt was converted to less than 10 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approx 5 mm from balloon proximal tip. The review of the lhr (lot f1313404) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. The introducer sheath was not returned; therefore, physical eval could not be made to determine whether there was damage to its distal end that could have punctured the balloon. See MDR 3004939290-2014-00348 for the second device.